Event description:
The user facility reported that the vet tech opened a 24g IV catheter (srox2419v), which appeared to have blood in it (or red substance that looked like blood) as if it had been used. The catheter was sealed. The catheter has been discarded and is not available. The clinic has a few other catheters from the same lot number and has not experienced this incident on any of them. The event occurred pre-treatment. There was no patient involvement. Additional information was received on 14 nov 2022: the location of the blood on the catheter was found in the hub, where a flash would be seen upon the initial placement of the catheter in a patient's vein.

Manufacturer narrative:
Patient identifier: no patient involvement. Age & date of birth: no patient involvement. Patient sex: no patient involvement. Weight: no patient involvement. Ethnicity: no patient involvement. Race: no patient involvement. Implanted date: no patient involvement. Explanted date: no patient involvement. Initial reporter occupation: practice manager. The actual sample was discarded for our evaluation hence we could not determine the details of its actual condition. Based on the result of the investigation, the cause of the complaint could not be identified to be related to our product or production process. The retention samples were visually inspected and confirmed free from any foreign material. The product was already used based on the information provided by the customer that the blood was found on the needle hub as a flashback, which occurs when the catheter is initially placed in the vein. Our products are not tested thru actual administration, thus blood-like presence on the needle hub is unlikely to be created during the manufacturing process. We conduct visual inspections on each of the IV catheters before we seal the primary packaging. We also have two stages of visual inspection where each IV catheter is inspected before the case label is attached thus, any non-conformities will be trapped. We conduct visual inspections on each of the IV catheters before we seal the primary packaging. The lot history file showed no related nonconformity or any irregularity that could lead to the complaint. Before shipment, qc conducts an outgoing inspection to check the condition of the product. All samples passed. We have received three (3) complaints covering fy20 to fy22 ((B)(6) 2022), related to this issue where the cause was not identified related to our product and production process. (B)(4).